Manufacturer narrative:
Evaluation results: (death & stroke). Other (secondary intervention).

Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the mid lcx. Patient was asymptomatic at 30 day follow-up. Approximately 3 months post index procedure patient was admitted to hospital with intracranial massive bleeding, following sudden somnolence at home. Urgent surgery (trepanation) was performed. It is reported that a hemorrhage stroke occurred on the same day as the intracranial bleed. Emergency physicians first diagnosed suspicion of intracranial bleed, was confirmed in CT. Investigator reported that event was not related to the study stent or study procedures. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to event. It is reported that stroke lead to death. Investigator reports that patient died 3 days post admission due to circulatory collapse. Patient was taking aspirin and clopidogrel 24 hours prior to death. Investigator stated that death was not related to study stent or study procedures.